Manufacturer narrative:
(B)(4). Batch t5a66z. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch.

Event description:
It was reported that during an open gastrectomy, the firing knob was broken off at the first firing on the stomach. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.